Event description:
A technician reported that following intraocular lens (iol) implant surgery, the pt had induced astigmatism. The event is expected to resolve with lasik treatment. No further info is expected. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record could not be reviewed as the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Not enough info was provided from the reporter to properly complete an investigation. Additional info was requested and received. (B)(4).